Manufacturer narrative:
Non healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low impedance, high sensing integrity counter (sic) and po larity switch occurred. The rv lead settings were re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.